Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, this was due to a broken pneumatic coupling.

Event description:
It was reported that rf (radio frequency) power could not be turned on with a foot pedal. It was also reported this occurred during the pre-operation test. The generator was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.